Manufacturer narrative:
The reported event for increased recharge burden was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The actual battery capacity exceeded the calculated capacity. The ipg charged normally with lab equipment.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. The patient stopped charging the ipg and had become inoperable due to this. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.